Event description:
Information received indicates the bed will not go into trendelenburg. The account inspected the trend assembly and found that one of the plastic pieces in the trend assembly is broken. A replacement trend assembly was sent to the account to repair the bed.